Event description:
It was reported that the minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been used for approximately three months and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added in h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the photo did not show visual evidence of the reported problem, due to a photo only and not receiving the actual sample the sample analysis was unable to confirm nor refute the report of leak through closed clamp. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added in d9, h3, h6 and h11. H11: one actual sample was returned for evaluation. A visual inspection with the naked eye and functional testing observed a leak through the set with the twist clamp closed caused by broken occluder feet. The reported condition was verified. Although the root cause of the damage is undetermined, potential causes of the occluder feet damage include if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.